Event description:
It was reported that technical services received a call with concerns of premature battery depletion (pbd) for this pacemaker. It was stated that the battery was depleting fast and that it had been monitored. An assessment of remaining battery longevity was declined. This device was subsequently explanted and replaced with a downgraded model due to the patient's persistent atrial fibrilation. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information was unable to confirm the allegation of pbd. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.